Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphadenopathy" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "suspected silicone granulomas"; "two swollen lymph nodes".

Event description:
Healthcare professional reported left side "implant rupture with flowing out" and "left second intercostal space suspected silicone granuloma and two swollen lymph nodes were confirmed by echo." Device remains implanted.

Event description:
Device has been explanted.